Event description:
I got essure in (B)(6) 2011; the first couple months, I was fine then I started fainting, I get dizzy everyday, nickel taste in my mouth, sharp pains in my stomach and where my tubes are pressure in my vagina, migraines almost every single day.